Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred after pressing the quick bolus button. Customer attempted to reset the pump and the malfunction alarm reoccurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 209 mg/dl.